Event description:
Reporter noted seven spanish drs were involved in a study. Published article indicates that metal particles from u/s handpiece were detected post-op on several pts. Pts were followed for up to 8 months with no untoward effects. For analytical purpose, some particles were subsequently removed. There were no reports of injury. Indicated tips are reused multiple times.